Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The baton was connected to a test monitor and powered on. The cable was wiggled, the image jumped around and lines appeared on the screen. The baton was replaced and the returned device was scrapped. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.